Event description:
Staff checked impella device at 1100. Noted no alarms going off. Flows, co2, purge pressure and motor current numbers essentially unchanged from previous hourly checks. At around 1130, impella device alarming, so staff went to investigate. Noted impella pump to be stopped. P level was p0. No motor waveform present. Device alarming "restart impella." Patient quickly became hypotensive. Epinephrine given x 2. Cardiologist at bedside. Impella representative notified who advised to pull back impella catheter. Spoke with impella representative, who said he was driving to hospital and would proceed to cath lab when he arrived. Catheter adjusted by cardiologist. Vasopressors adjusted. 3rd vasopressor added. Patient taken to cath lab, expired at 1214.